Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported sleeping and the insulin pump started beeping. The customer reported removing the battery and when battery was placed back in it a picture of an x and a book was on the screen. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be 0.00 mv. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with minor scratched display window, case and keypad overlay.